Event description:
Customer had many no delivery alarms and stated that he keeps changing set but alarm recurs. Programming checked. Insulin concentration, basal rates/times, bolus history, alarm history, programming is correct. Disconnected at quick release and programmed a 3u (0-100) fixed prime with reservoir in pump and insulin exited. Conducted high pressure test and pump did not alarm per specifications.